Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿extensive adhesiolysis requiring greater than three hours operative time. The hernia sac appeared to contain a large portion of the previously placed mesh. The mesh is noted to have shrunken down and formed a mess within the previous hernia site.¿ it was reported that the patient experienced severe pain, nausea, chills, inflammation, severe adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
Date sent to FDA: 9/11/2020.